Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 7th row from the distal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the hypotube shaft 135mm proximal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 20 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of the same device.  No patient complications were reported and the patient's status was good . However, returned device analysis revealed stent damaged.